Manufacturer narrative:
Medtronic received additional information from this patient's physician that a pre-operative transesophageal echocardiogram (tee) showed valve dehiscence, with a large perivalvular leak, and a rocking motion of the valve. Upon visualizing the valve in situ, the physician noted "from 10 until 8 o'clock from the surgeon's view was [sic] 4 sutures that were pulled directly through the tissue. There was no appearance of infection." This valve was replaced with a bioprosthetic mitral valve. The patient tolerated the procedure well and no other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, eleven months post implant of this bioprosthetic valve, this device was explanted and replaced. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information additional information from this patient that they presented with fluid in their lungs prior to this valve replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.